Event description:
Approximately one month post lvad implantation, the site reported that the patient experienced a controller fault alarm with his controller. It seemed that the problem occurred whenever the controller was powered from power port 2. The patient was hospitalized as a precautionary measure. The controller was exchanged without any harm to the patient.

Manufacturer narrative:
This event does not meet the definition of a reportable serious injury or a product malfunction. An isolated alarm that self corrects would not be likely to cause or contribute to death or serious injury. Per design the controller is set and expected to alarm in order to alert the user under certain pre-set conditions. In this situation the controller continues to power the pump. This will result in user annoyance with no affect the function of the pump.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.